Manufacturer narrative:
No instruments were present in the cycle during the time of the subject event. A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the sterilizer was returned to service. The biological indicator subject of this event was discarded by the user facility prior to the steris technician's arrival. Based on the description of the event, peroxide could have only been retained in the biological indicator if the cap or ampule had been damaged in some way prior to the cycle. The technician was informed that the employee was not wearing proper ppe, specifically gloves, while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami (B)(4) recommends using chemical-resistant gloves when using the sterilization unit." The technician counseled the user facility on the importance of inspecting the biological indicator prior to use and wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling a biological indicator that was processed in a v-pro max sterilizer. Medical treatment was sought but not administered. No report of procedure delay or cancellation.